Manufacturer narrative:
The sodium and potassium electrodes' lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode and potassium electrode results for 1 patient sample tested on a cobas ise neo 1800 analytical unit. Sodium: initial result: 154.4 mmol/l. 1st repeat result: 133.0 mmol/l. 2nd repeat result: 135.7 mmol/l (tested on a different ise module: line 2). Potassium: initial result: 4.8 mmol/l. Repeat result: 4.1 mmol/l (tested on a different ise module: line 2).